Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with steel contact detach infusion sets and received multiple occlusion alerts, initially believing delivery was intact after seeing drops in the tubing. Troubleshooting identified two occlusion alerts in the history and prompted an infusion set change, and a subsequent app ¿disconnected¿ message resolved when the reading refreshed. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified related to the user not understanding that an occlusion has occurred and that troubleshooting needed to be performed. The issue was associated with user interface interaction when responding to occlusion alerts. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.